Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose 420 mg/dl on (B)(6) 2017, treated with changing the port, and bolus, and then when he woke up this morning, sugar was 209 mg/dl. The customer also reported that high blood glucose last time ended in diabetic ketoacidosis. Troubleshoot was declined for high blood pressure by customer. The customer also reported receiving no delivery alarm which was solved by troubleshoot. The insulin pump will not be returned for analysis.